Event description:
It was reported that the patient thought they heard a random non-critical pump alarm. The patient was not completely sure about the frequency of this alarm, but they suspected it to be roughly every hour. The hcp was not sure whether the patient was showing any o verdose/underdose symptoms, as the patient always had been a bit difficult with receiving optimal therapy. It was reported that regarding external/environmental/patient factors that may have led to the issue was the rep checked with the parents and it was confirmed that no other alarms could be going off. It was noted that the last pump update was (B)(6) 2023 and as of (B)(6) 2023, the pump reservoir volume should be 11.6 ml. The diagnostics/troubleshooting performed was the hcp checked the pump logs but these did not report any alarm of the pump. The actions/interventions to be taken was the hcp was going to empty the pump reservoir and evaluate if the aspirated volume corresponds to the expected volume, so to verify the potential for a volume discrepancy on (B)(6) 2023 . Additional information was received from a foreign healthcare provider via a company representative. It was reported the alarm started occurring on (B)(6) 2023 and initially it appeared to be an hourly alarm but then became random. It was reported the cause of the alarm was not determined as the pump logs don't show anything. There were no environmental, external, patient factors that may have led or contributed to the issue. It was determined the alarm was coming from the pump. It was reported when the hcp checked the pump reservoir volume, it was as expected, 11.6 ml. The event had not been resolved at the time of the report and the plan will be to replace the pump next week. The patient's weight and medical history was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump was going to be replaced tomorrow, (B)(6) 2023, and would be returned for analysis. Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump not replaced on (B)(6) 2023 as originally planned. It was reported the pump was planned to be taken out today, (B)(6) 2023. It was reported the event had not resolved as far as they could tell.

Manufacturer narrative:
H3: the pump was returned for analysis that included a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.